Event description:
The pt had received a partial knee arthroplasty, performed using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck) on (B)(6) 2013. More than seven months later, the surgeon performed an exchange of the onlay insert component due to infection.

Manufacturer narrative:
A tibial insert, or poly, exchange is a common and routine practice following infection of knee joint with arthroplasty components as a preventative measure to ensure that no infectious organisms are present on the poly after the joint is washed out. The poly component is more susceptible to harbor infectious organisms due to its material properties. The poly also acts as the main contact surface in the joint. There was no allegation of infection and no evidence to suggest that the mako device may have contributed to any adverse event experienced by the pt.